Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack on reservoir. The customer stated that the reservoir did not lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, force sensor test and self test. Device received with missing retainer and reservoir tube o-ring. Device received with partially broken reservoir tube lip. Unable to perform the displacement test, occlusion test, displacement accuracy test and p-cap or reservoir will not lock properly due to missing retainer.